Manufacturer narrative:
Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was learned via the implant patient registry that a patient with a 27mm 3300tfx pericardial aortic valve underwent a redo aortic valve replacement procedure after an implant duration of five (5) years, five (5) months due to endocarditis (kytococcus shroeteri). The patient initially presented with malaise, fever, and loss of appetite. The explanted valve was replaced with a 27mm 11500a inspiris valve. The patient was stable post procedure and discharged on pod #3.

Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned via the implant patient registry that a patient with a 27mm 3300tfx pericardial aortic valve underwent a redo aortic valve replacement procedure after an implant duration of five (5) years, five (5) months due to unknown reasons. The explanted valve was replaced with a 27mm 11500a inspiris valve.